Manufacturer narrative:
The reported lot number 19612713 does not a match to the wallflex¿ esophageal stent lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex esophageal fully covered stent was implanted in the lower esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the stent deployed inadvertently. The stent was deployed in the desired location and remains implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be safe.